Event description:
The customer initially called to get assistance with changing the infusion set and rewinding the insulin pump. The customer had a reservoir alert; she was advised to clear it and was assisted with the set change. During the call, the customer reported she had experienced low blood glucose all day and treated with fast acting glucagon tablets. Blood glucose value was 68 mg/dl. The customer stated they are still working on the insulin pump settings with the doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.